Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. Treatment for this event was unknown antibiotics (intravenously, dose and frequency not reported) for nine days beginning the same day as onset and unknown antibiotics (intraperitoneally, daily, dose not reported) for eleven days beginning nine days after onset. The patient was discharged from the hospital eight days after admission. Peritoneal dialysis therapy was ongoing. At the time of this report, the patient has recovered from this event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient was using a plastic adapter and not the initially reported baxter titanium adapter. Additionally, the patient was using drain line/patient line extensions. Should additional relevant information become available, a supplemental report will be submitted.